Event description:
The complaint was reported as: the customer alleges that the device is missing a steel ball. The alleged issue was detected post cleaning during the inspection process. No patient injury reported.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.